Event description:
The customer reported a collimator iris pott error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse found the table power switch was in the on position when the system was first reboot. Advised the customer when the table power switch is in the off position, the workstation will power the table. The system was tested and found to be working as intended and returned to service.